Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that due to the programming of the left ventricular lead at 4.0v/1.0ms the device reached elective replacement indicator in 2.5 years. The device was explanted and replaced. There were no reported patient complications as a result of this event.